Event description:
Information received indicates the brake casters will not hold. Continue to swivel in brake.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.